Event description:
It was reported that during the procedure the physician observed the device not inflating or deflating due to pump failure with an 18cm inflatable penile prosthesis (ipp) lgx preconnect. During the functionality test after implanting into the patient the inflation was unsuccessful. The physician attempted inflation 'for hours'. The procedure was prolonged over 2 hours. The physician explanted the ipp and a new lgx was successfully implanted. The patient is doing well following the procedure.

Manufacturer narrative:
Device analysis: product analysis confirmed the reported events related to a pump has inflation/deflation issue. The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. Both cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. Therefore, product analysis confirmed a pump malfunction.

Event description:
It was reported that during the procedure the physician observed the device not inflating or deflating due to pump failure with an 18cm inflatable penile prosthesis (ipp) lgx preconnect. During the functionality test after implanting into the patient the inflation was unsuccessful. The physician attempted inflation 'for hours'. The procedure was prolonged over 2 hours. The physician explanted the ipp and a new lgx was successfully implanted. The patient is doing well following the procedure.